Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken wire. Probable root cause: design. -inadequate instrument design for usage process. -instrument manufactured out of specification. -instrument not assembled properly application. -user not applying forces correctly on instrument. -user applying excessive force on instrument. -use past expected device lifetime. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the wire broke during the procedure. All broken wire pieces were retrieved.

Event description:
It was reported that the wire broke during the procedure. All broken wire pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.